Event description:
Device returned for analysis with report of explant for "infection." Follow up with hcp revealed the onset of infection in 2001 with explant 7 1/2 weeks later. Symptoms included redness, swelling, drainage and incisional wound opening. Culture results of wound - staph. Primary location of the infection was the device pocket, culture obtained revealed candida. The pt was treated with IV and oral antibiotics and total device system explant. The infection has resolved. Pt has been taking corticosteroids.